Manufacturer narrative:
G4: 19aug2020; b4: 19aug2020. A philips authorized service personnel (asp) assisted the customer. The asp confirmed the reported issue and traced it to a power board failure. The asp stated that the customer declined to have philips repair the device as it was not covered under the philips warranty period. The customer found a third party to repair the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04aug2020.

Event description:
It was reported to philips that the device had an alarm circuit failure. The device was not being used on a patient at the time of the event and there was no delay in therapy.